Manufacturer narrative:
Investigation summary: this complaint is for misidentification of escherichia coli as shigella flexneri when using phoenix panel nid (catalog number 448007) batch number unknown. Customer returned panels, isolates or phoenix generated lab reports were not available for the investigation. The customer noted that the isolate was indole negative, and that the phoenix result was believed to be correct. The batch number was not provided, therefore this complaint is unconfirmed. A review of quality notifications could not be performed since a batch number was not provided. Complaint trending was performed and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported while using the bd phoenix¿ nid a patient isolate (escherichia coli) was misidentified as shigella flexneri. The isolate was sent to department of health, where it was identified as e. Coli, by vitek and biochemicals. The user verified the final result in-house using bacterial culture stating the isolate was indole negative. In addition, the user stated they believe the phoenix result was correct. No health impact or consequence reported.

Manufacturer narrative:
D4. Medical device lot #: unknown d4. Medical device expiration date: unknown h4. Device manufacture date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nid a patient isolate (escherichia coli) was misidentified as shigella flexneri. The isolate was sent to department of health, where it was identified as e. Coli, by vitek and biochemicals. The user verified the final result in-house using bacterial culture stating the isolate was indole negative. In addition, the user stated they believe the phoenix result was correct. No health impact or consequence reported.